Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a saphenous vein graft (svg) to the obtuse marginal (om). The lesion was 80% instent restenosis of a sybiot stent. Initially the lesion was not predilated, but when the taxus stent would not cross, the physician predilated the lesion with a 15 mm crosssail balloon. The physician then deployed the taxus express2 8.8% 3.5 x 20 mm drug eluting stent without difficulty to 18 atms. Stenting a svg is considered off labeled use with the taxus stent. After deploying the stent, the physician was not able to deflate the balloon by applying negative pressure with the indeflator. The physician removed the indeflator, and attached a 20 cc syringe to the catheter. Several trials of pulling negative with the syringe were performed before the balloon deflated. The deflation efforts took approximately 2 minutes before the balloon deflated. The device was removed from the pt intact and the procedure was successfully completed. There were no reported pt complications.